Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast mass, breast cysts, fat necrosis. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with two 200cc mentor memorygel breast implants. Post-operatively, the patient suffered bilateral breast fat necrosis with palpable breast lumps and mild breast asymmetry. As a result, the patient underwent revision surgery on (B)(6), 2022. During the surgery, it was discovered that the left breast implant was ruptured and there was also a cyst on the right breast. Subsequently, the patient underwent bilateral resection using electrocautery and the left breast implant was removed and replaced with a 275cc mentor memorygel breast implant (catalog: 3502751bc lot: 9635579 sn: (B)(4)). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.